Manufacturer narrative:
A review of the manufacturing records indicated the lots met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient was to be implanted with an 8mm x 6cm gore® viatorr® tips endoprosthesis (viatorr® device) to treat portal hypertension. The viatorr® device was smoothly advanced via 10fr long sheath to target lesion. The deployment line was stuck when the proximal graft-lined region couldn't be expanded. When the physician moved delivery system back and forth, the endoprosthesis couldn't be drawn back and retrieved. During movement and rotation, endoprosthesis dislodged from delivery system. The endoprosthesis remained partially expanded. The catheter was removed through guidewire. The distal portion was in portal vein and the unemployed proximal portion was in liver. An attempt was made with balloon catheter, however it couldn't be advanced into endoprosthesis, and the proximal portion was pulled into portal vein. A 22fr long sheath and snare were used to retrieved endoprosthesis out of patient. After removal, the catheter was found broken inside patient. It was removed out of patient with snare. There was no fragment left inside the patient. The patient tolerated the procedure with pain at the neck punctuation post operation. The patient was discharged from the hospital on pod 10 and in stable condition. The physician expanded viatorr® device successfully outside the patient.

Manufacturer narrative:
H6: c19-the device was returned deployed with the access sleeve separate from the delivery catheter. A review of returned device was completed as part of the investigation. The deployment knob was not attached at the catheter hub and the zipper was not attached at the proximal bump. The delivery catheter distal shaft was separated from the catheter body. It was kinked in several locations and had frayed wire at the proximal end. The physician¿s observation that the deployment line was stuck could not be confirmed as the device was returned deployed. The cause of the event couldn¿t be determined with the information provided.